Manufacturer narrative:
This MDR is being submitted to correct section d2b procode: from ksj to lom.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Performance of reagent lot 11147fn00 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 11147fn00 for reactive samples is within the established control limits, therefore, the performance of the lot is acceptable. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 11147fn00 did not identify any issues associated with the complaint issue. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect hbsag assay, lot number 11147fn00 was identified.

Manufacturer narrative:
Patient identifier sid (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported false nonreactive architect (B)(6) results on a (B)(6) year-old male patient with suspected reactivation of (B)(6). The patient started antiviral treatment with (B)(6) nucleic acid on (B)(6) 2020. The following results were provided: on (B)(6) 2020 sid (B)(6) generated the following results on the architect i2000sr analyzer: (B)(6) 0.00 iu/ml (negative), (B)(6) 117.24 miu/ml, (B)(6)8.07 / 8.36 s/co (reactive); (B)(6) 0.09 s/co (nonreactive); (B)(6) ag/ab 0.09 s/co (nonreactive); on (B)(6) 2020 the following results were generated using an alternate method: (B)(6) dna quantitative test 4 log iu/ml, (B)(6) negative, (B)(6) positive, (B)(6) igm positive (5 s/co); on (B)(6) 2020 (B)(6) dna quantitative 3.1 log iu/ml, (B)(6) negative. No impact to patient management was reported.